Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that over the past two weeks, the customer noted that the pump appeared to be losing time. The customer stated that they had not updated or changed the pump time. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).